Event description:
It was reported that the incision of the patient was opened and was leaking fluid. The patient visited the emergency room and had cultures taken. The patient was prescribed with antibiotics. The patient was checked up by physician and the incision looked well and there were no signs of infection. The device remains implanted and in service. No further information has been obtained.